Event description:
Pt called lfs alleging that their one touch basic enhanced meter would only prompt "not ok". The pt neither alleged harm nor experienced injury or medical intervention. Pt reported contacting a medical professional for advice and taking their oral medication. Pt reported that the message appeared upon powering the meter on. According to the owner's manual, this would indicate that the meter may have been experiencing electronic problems. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.